Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead position check failure, oversensing noise from the right atrial (ra) lead, and high undefined unipolar and bipolar ra lead impedance along with a polarity switch that occurred. It was also noted that atrial capture was unclear and there were high left ventricular (lv) lead capture thresholds. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.